Manufacturer narrative:
Initial and final MDR 1958696- MDR 8021545-2024-03489- device 3 of 3 e1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported by the patient that he was hospitalized due to hyperglycemia. High blood glucose level was 19 mmol/l and treated by insulin pump. No further information was available.